Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop. The controller periodic log file was not filled and the first two lines of data showed the default timestamp of (B)(6) 2000. This is consistent with the initialization of a new controller. Review of the lvas periodic log file confirmed a pump stoppage on (B)(6) 2024 via a jump in time longer than set period elapsing indicating that the pump had lost power prior to the period elapsing. The sequence of events in the log file is consistent with a controller being exchanged. Prior to and after the observed controller exchange the pump appears to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6), with no further issues reported at this time. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," addresses all pump parameters, including pump flow and pulsatility index (pi). Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D is currently available. Section 5 ¿alarms and troubleshooting contains information regarding system controller alarms and the proper actions associated with them. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was seen in clinic, their log files were reviewed. The site noticed the pump speed and flow went down to zero on (B)(6) 2024, but there was no pump stop alarm. Following review of the log files, it appeared the pump was off at some point on (B)(6) 2024. The cause of the pump stop event was not able to be identified as the data was overwritten by more recent data. There were system controller clock alarms. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that caused the events.